Manufacturer narrative:
E1: name of initial reporter is unknown. E2/e3: unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic battery failure alarm was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was utd. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had an automated impella controller (aic) battery failure. The team did all troubleshooting, but the battery failure persisted. The aic can be replaced per the instructions for use. There was no harm or injury.